Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and issues related to the complaint were observed in the course of the log review. An interior visual inspection was performed and passed. The reported event of error icon was confirmed. The probable cause was unable to be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. No additional event or patient information is available. Data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined.